Manufacturer narrative:
(H3) the revision reported may have been the result of incomplete seating of the acetabular liner in the acetabular shell, edge-loading/impingement, patient-related conditions, or any combination of these possibilities, which allowed for acetabular liner disassociation and led to severe prosthesis wear and subsequent metallosis. However, this cannot be confirmed as the devices were not returned for evaluation, pre-revision radiographs were unable to be obtained, and adequate information/additional images of the devices were not provided. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Furthermore, the most probable root cause associated with the reported event of " device dislodged or dislocated¿ is associated with the device not remaining in an expected location.

Manufacturer narrative:
Concomitant medical products: crown cup. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, this (B)(6) male patient presented with l hip pain and upon reexamination, severe poly wear was discovered. It was stated that the patient has premature poly wear since 2017. Patient was revised to depuy cup and liner. Exactech element stem remained in-situ and exactech head was replaced. Patient was last known to be in stable condition following the event. The device will not be returned for evaluation due to patient requested to keep implants.